Event description:
It was reported that during patient transfer from the commode, the device spreader bar detached. The event happened during initial phase of transfer when the caregiver was positioning the lift to attached the sling leg strap. As a consequence the spreader bar detached hitting caregiver left shoulder and [patient nose. The graze/bump on the residents' nose was treated with cold compress. On (B)(6) 2023, arjo received information that the caregiver sustained damaged trapezius muscle requiring 2 weeks off from work.